Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) female pt called zoll customer support to report that the pt developed an open blister on her back under one of the electrodes. A wound care specialist was consulted. It is unk whether the pt required any medical intervention. The pt's clinical outcome is unk. The pt continued to use the lifevest.

Manufacturer narrative:
Device eval summary: electrode belt sn (B)(4) was not returned for the event investigation. Eval method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.